Manufacturer narrative:
D10 concomitant product: 030415 endo giaii 60-4.8 dlu x6 (lot#: p1l0548qs); 030415 endo giaii 60-4.8 dlu x6 (lot#: p1l0548qs); eea25 eea 25mm sgl use stapler (lot#: p2k0032s) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing a laparoscopic lesion resection, a linear stapling device was used to disengage the inte stinal canal, but the device could not be fired. The surgeon was able to press the green button but was unable to squeeze the handle. After waiting 15 seconds, the device was still unable to be fired. Another reload was used to continue the case. When using the new circular stapler for the jejunum-jejunum anastomosis, the staples had poorly formed b-shapes. The circular stapler handle was not fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. The donuts were also incomplete. The staple line was over sewed to fix the issue.

Event description:
According to the reporter, when performing a laparoscopic lesion resection, a linear stapling device was used to disengage the intestinal canal, but the device could not be fired. The surgeon was able to press the green button but was unable to squeeze the handle. After waiting 15 seconds, the device was still unable to be fired. A second reload had the same issue. A third reload was used to continue the case. When using the new circular stapler for the jejunum-jejunum anastomosis, the staples had poorly formed b-shapes. The circular stapler handle was not fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. The donuts were also incomplete. The staple line was over sewed to fix the issue.

Manufacturer narrative:
Correction: b5 additional information : g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.